Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Without return of the device the clinical observation cannot be confirmed. However, the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. There are many factors that could result in the need to explant a valve or replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, there is insufficient information regarding the condition of the device at the time of the procedure to confirm the clinical comments as provided by the health care provider. Without return of the device for evaluation, we are unable to determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a failing 21mm aortic pericardial valve that was implanted in a transcatheter valve-in-valve procedure with a 23mm aortic valve due to severe regurgitation. The iimplant duration of the initial 21mm valve at the time of the procedure was approximately 9 years and 9 months. There were no complications reported.